Event description:
It was reported that during an unknown procedure that when attempting to preload the instrument, the first clip would not deploy. When the applicator was fired again, the second clip jammed behind the first clip. There was no adverse pt consequence.

Manufacturer narrative:
Damaged jaws. The analysis results found that the instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. The batch record was reviewed and no anomalies were noted during the mfg process.